Event description:
It has been reported to philips that the wireless foot switch lost connection with the system. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a vascular planned treatment, which was completed as planned by using the wireless footswitch as the issue was intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was intermittently disconnected. Upon functional analysis, fse noticed the wi-fi (led) indicator was off and the colour of the battery indicator on the wireless footswitch at the time of occurrence was green. Upon further troubleshooting, fse experienced intermittent dropout when using the wireless foot switch. The wireless footswitch was not fully disconnecting but rather would drop out; once the pedal was released and repressed, it would work for a period and drop out again. The defective parts were returned to philips for failure analysis. The cause of the failure of both wireless footswitch and wireless base station could not be conclusively determined. However, to resolve the issue, fse replaced the wireless base station and wireless footswitch. After replacement, the system was returned to good working condition. This event was not associated with any ongoing fsca. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that although there was an issue with the wireless footswitch it was able to successfully complete the procedure. There was no report of harm to the patient.